Event description:
It was reported that the nurse received a shock from the implantable cardio-verter defibrillator (ICD) post explant. The nurse complained of heart palpitations. The device was in-activated with a magnet. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).